Manufacturer narrative:
Pending investigation. Upon completion of the investigation, a supplemental 3500a medwatch report form will be completed and sent to the FDA.

Event description:
April 28: customer reports patient undergoing a retrograde voiding cystogram when the system shut down. Staff attempted to reboot the system twice, without success, and then called facility biomed. Biomed came into the room, rebooted the system one time and all started functioning properly. The patient procedure was completed without further incident. Customer provided no patient information other than to say the procedure was complete. No reported injury.